Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system blood overflowed out of the device. The following was received by the initial reporter: on (B)(6) 2023, after puncturing the patient with the indwelling needle, the nurse found that there was blood overflowing from the joint of the y cannula of the indwelling needle. After using the saline tube, it was found that the liquid still overflowed along the joint. After explaining to the patient, the indwelling needle was removed, and the puncture was performed again with a new tube. During this operation, the patient was not affected, but consumables were wasted and there were potential disputes.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system blood overflowed out of the device. The following was received by the initial reporter: on (B)(6) 2023, after puncturing the patient with the indwelling needle, the nurse found that there was blood overflowing from the joint of the y cannula of the indwelling needle. After using the saline tube, it was found that the liquid still overflowed along the joint. After explaining to the patient, the indwelling needle was removed, and the puncture was performed again with a new tube. During this operation, the patient was not affected, but consumables were wasted and there were potential disputes.